Event description:
Customer reported that the device would not give an audio alarm after charging to the selected energy. For a 200j setting, the device was reported to charge up to 276j and give energy fault message. The issue was reported to intermittently occur in the past three to four months. There was no pt involvement with any of the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power conversion pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.